Event description:
According to the reporter, post-operatively on a laparoscopic sleeve gastrectomy, there was a possible complication on the device reload. Due to the device issue, the patient had to extend hospital stay for about 4 days.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.